Manufacturer narrative:
Information updated from: the customer did not provide any historical quality control data, therefore a vitros valp reagent issue cannot be ruled out as a contributing factor. Information updated to: based on review of historical quality control data, a vitros valp reagent issue cannot be ruled out as a contributing factor. The updated information does not alter in any way the initial conclusion(s) of the report.

Manufacturer narrative:
The investigation determined that higher than expected valp results were obtained from non-vitros linearity fluids using vitros valp reagent on a vitros 5,1fs chemistry system. A definitive assignable cause for the discordant, higher than expected results cannot be determined. Vitros gent precision testing performed was within acceptable guidelines, suggesting the microtip instrument subsystem was not likely a contributing factor. However, vitros alt precision testing was atypical; therefore a vitros instrument transient issue cannot be completely ruled out. The customer did not provide any historical quality control data, therefore a vitros valp reagent issue cannot be ruled out as a contributing factor. The calibration curve used for the event was determined to be suboptimal, therefore, a calibration induced bias cannot be ruled out as a contributing factor. In addition, pre-analytical sample handling cannot be ruled out as a contributing factor, as the customer did not confirm that cap recommended sample handing protocol is being followed.

Event description:
The customer obtained higher than expected valp results from non-vitros linearity fluids using vitros valp reagent on a vitros 5,1fs chemistry system. Level 02 vitros valp result 49.45 ug/ml versus expected 36.83 ug/ml. Level 03 vitros valp result 77.00 ug/ml versus expected 61.74 ug/ml. Level 04 vitros valp result 104.20 ug/ml versus expected 86.72 ug/ml. Level 05 vitros valp result 175.75 ug/ml versus expected 136.63 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros valp results were generated from testing linearity fluids during the annual microslide/microtip accreditation program. No patient samples were in question. There was no allegation of patient harm as a result of this event. (B)(4).